Event description:
The customer contact reported a tubing separation. It was reported that while the nurse was removing the arterial catheter from the pt, which was connected to the monitoring kit, the tubing of the monitoring kit separated from the male luer. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.